Event description:
A customer reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support directed the customer to apply for a new pump.